Event description:
A report was received that the patient had some complications during the implant surgery. The physician had implanted the paddle lead, but the anesthesiologist was not happy with the patient's vitals and the implant surgery had to end. The patient was doing well in the recovery room. The physician stated that this was not device or procedure related, but due to the anesthesia. The patient is reportedly doing better after the procedure.

Manufacturer narrative:
This is the final report.